Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the caregiver reported the user with dementia pulled out the infusion site; the agent advised replacing the site and suggested skin tac or skin grip. On (B)(6) 2025, a follow-up call was not answered. On (B)(6) 2025, the user reported bg had returned to range after reaching 379 mg/dl, corrected with a site change. The ilet alerted, caregiver assisted, no symptoms or medical intervention were required. The highest blood glucose (bg) recorded was 379 mg/dl. Bg was corrected with site change. No symptoms were reported during the event. No prolonged out-of-range period reported at the time of call.